Manufacturer narrative:
(B)(4).improperly disconnecting from the setup is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was not connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had disconnected in dwell without following proper procedures. The patient had then received the alarm and reconnected to the patient line. The technical services representative assisted the caregiver in clearing the alarm and reviewed proper procedures with the caregiver. The caregiver planned to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.